Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total -hcg result generated by the alinity I processing module for a 38-year-old female patient. The sample was repeated, and negative results were obtained. The following data were provided: sid (B)(6): initial result ((B)(6)) = 60 iu/l (positive). Repeat result ((B)(6)) = <3 iu/l, <3 iu/l, <3 iu/l (all negative). There was no impact to patient management reported.